Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the solenoid valve lv10 was not closing allowing diluent to leak from probe wipe. The fse replaced lv10 and the instrument ran without leaks. The instrument was verified per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. There was a leak from underneath the left front side of the instrument. The volume of the leak is less than 4 cc and was not contained within the instrument. Quality control samples were being run on the instrument when the leak was identified, and there were flags with the results of the controls. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.